Event description:
The customer reported being hospitalized due to low blood glucose of 21mg/dl. The customer experienced low blood glucose for the past few weeks. Troubleshooting was performed. The drive support cap appears normal. The caller stated that the reservoir had less insulin than what is shown on the status screen. The customer stated that the reservoir was filled with 1.4 units, and the units left on the status screen was 137.4 units. The customer mentioned that the device was not exposed to a high magnetic field. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The bolus wizard functions properly. After testing it was concluded that the device operated within specifications. The insulin pump was received with cracked case on the display window corners, cracked reservoir tube, and cracked battery tube threads.